Event description:
Multiple attempts were made to discontinue a peripherally inserted central catheter (PICC) line. The nurse stated the problematic piece on the device was cut in two as per instructions given by the manufacturer representative. One half of the metal prongs stayed imbedded into the skin. It was observed the metal prongs that secure the device sub-dermally had imbedded quite firmly into sub dermal tissue. Every feasible angle was attempted to remove the device in a gentle fashion. The nurse said the best way to describe the process is similar to removing an implanted fish hook from skin.there have been multiple complaints from many staff regarding this particular PICC removal. Experienced staff nurses were having difficulty. The manufacturer has sent out representatives for in-services since but this makes no difference in the removals. Staff has said that at times there is 'tissue' attached to the metal prongs on removal. The patient state the experience is 'horrible'.